Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery alarm and was sent a battery cap but is still having the same issue. Customer's blood glucose was 8.2 mmol/l. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with high stop current due to short at lcd driver board. The insulin pump was received with cracked case on the display window corners, cracked display window, minor scratches on display window and bleeding lcd glass.